Manufacturer narrative:
(B)(4). Results: broken left articulation band. Evaluation summary: the analysis results showed that the instrument was received non-functional due to a damaged articulation mechanism. When disassembled, the left articulation band was noted to be broken.

Event description:
It was reported that when the device was used during a laparoscopic-assisted vaginal hysterectomy, the firing sounded awkward and the instrument would not stay articulated. It was not reported how the case was completed. There was no patient consequence.